Event description:
Information received by medtronic indicated that the insulin pump received an red x and arrow to book on the screen followed by the frozen screen. The customer stated that it happened out of nowhere. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer = black customer returned insulin pump for an alleged critical pump error (open book image) alarm/frozen display found on (B)(6) 2022. Device was received with a critical pump error (open book image) alarm. Unable to verify frozen display or perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Device was cut open to perform visual inspection and found no moisture damage on the pcba 1 / pcba 2 / force sensor. Successfully downloaded history files and traces using thump. "3 failures led to 'open book' 0x00000044 according to error log. Possible hw. History, diagnostic and detailed traces do not cover the issue. Fault 1, software_error: the assert was triggered by assert_data_pointer_valid() macros in h_drvinternalflash. But the value passed to the macros is valid and points to buffer (g_flashbuffer 0x60084dc0) in external ram used for internal flash write by h_errorhandling module fault 2: occured in error handling module during internal flash write. Write operation returned status_fail fault 3: nm_hardware_error occurred during check if cpu is reset by hardware watchdog, r1 value is 0x0c which is arm watchdog failure". Force sensor zero offset within specification (23.3mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: minor scratched lcd window. Critical pump error (open book image) alarm confirmed due to hardware error. Frozen display was unable to confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.